Event description:
It was reported that the patient presented in clinic due to infection and pocket erosion. The implantable cardiac monitor (icm) was explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.